Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose levels, to treat it the patient delivered a bolus. Further, upon arrival in the emergency room, the blood glucose level was over 600 mg/dl and had ketones due to a kinked cannula. The health care professional assessed the ketone level as not dangerous/ life threatening. The patient stayed there for 8 hours and received intravenous fluids and insulin. When she left from there, her blood glucose was 480 mg/dl to 580 mg/dl and was stable. Subsequently, she was transferred to the intensive care unit, as the blood glucose level was over 600 mg/dl due to a kinked cannula. During hospitalization, she received insulin drip and intravenous fluids as corrective treatment which resolved the issue. The patient was released with no permanent damage and had resumed pump after being released. The infusion set had been used for less than a day and there was no damage when the package was first opened. Moreover, it was reported that the patient went to the emergency room approximately 12 days prior to the day of this report and was released 08 days prior to the day of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.